Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose over 400 mg/dl and customer also state that insulin pump had no delivery alarm. Troubleshooting was performed. Customer also state that insulin was exist. The product will not be returned for analysis.